Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 10 months post-implant, it was reported that the pt's pump power increased and the pt's lactate dehydrogenase (ldh) was high. An echocardiogram was performed and indicated that the inflow conduit was facing towards the interventricular septum and no thrombus was seen. The pt's system controller indicated low flow and pump stoppage; however, the power module "gave impression that pump tried to restart." The doctor described the sound of the pump as "intermittent, rhythmic and mechanical." The pt was asymptomatic. It was also reported that the pt was hospitalized for several weeks prior to this date for hemothorax and was treated and stable. On the evening of november 6, 2013 the pt was disconnected from the system controller due to suspected thrombus. The pt is currently stable and will be further evaluated.

Manufacturer narrative:
The pump was disconnected from the system controller; however, the pump remains implanted in the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.